Event description:
It was reported patient underwent a hip revision of competitor products on (B)(6) 2013. During the procedure, a reamer was used to insert the stem. Once the stem was in place, the surgeon attempted to remove the reamer. After several attempts of trying to remove the reamer, the stem had shifted in the femoral shaft. As a result, the surgeon removed the stem and used a larger stem to complete the procedure.

Manufacturer narrative:
Examination of returned device was inconclusive. The exact cause of the damaged threads cannot be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.